Manufacturer narrative:
The customer stated that they will be contacting their third party service company to repair the instrument. There has been no further contact from the customer regarding this event. Root cause of the clenz leak cannot be determined. (B)(4).

Event description:
A customer reported a clenz leak of approximately 20ml under the coulter lh 50 hematology analyzer. No erroneous results were reported out of the laboratory. The customer was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.